Event description:
A discordant, falsely low value was obtained on one patient sample for the adrenocorticotropic hormone (acth) assay on an immulite 2000 instrument. The initial result on the patient sample was low (below the detection limit of the assay). The sample was repeated on the same instrument and the result was higher and in agreement with previous results on the patient sample. The initial falsely low value was reported to the physician(s) and questioned. The repeat result was also reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the falsely low acth value.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse did not find any instrument problems or malfunction. The fse performed a regular preventative maintenance on the system. No further discordants on patient samples have been obtained. The cause of the falsely low acth value on the one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.